Event description:
A report was received that a pt had a pocket revision due to pain at the pocket site. The physician repositioned the pocket successfully. The pt is reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.